Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call blood glucose issue. The customer's blood glucose was 300mg/dl and in the 50s mg/dl. Decline to trouble shoot for the blood glucose levels as the customer is not available. Customer like the auto mode feature. The insulin pump will not be returned for analysis.